Event description:
Pt reported it takes a lot of effort to get the menu button on the infusion device to work. Pt stated sometimes the button doesn¿t work at all. No further info available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.